Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise and rv (right ventricular) oversensing. (B)(4).

Event description:
It was reported that the device exhibited electromagnetic interference (emi) oversensing. Additionally, the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to increased sensing integrity counter (sic) and high rate non-sustained ventricular tachycardia (vt) episodes. Follow up determined that the patient was working with a welding machine at the time of alerts. The device and rv lead remain in use. No patient complications have been reported as a result of this event.